Manufacturer narrative:
Sections with additional information as of 08-may-2024: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: test strips were returned - customer had returned only 1 test strip, unable to test. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Most likely underlying root cause: mlc-018: user has high glucose value.

Event description:
Consumer reported complaint for hi blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with test results from results obtained of hi. The customer¿s expected am fasting blood glucose test result range is 95-110 mg/dl. The customer stated he was feeling weak; medical attention was not needed at the time of the call. On 03/07/2024 and 03/08/2024 the customer had not been feeling well and had gone to urgent care. The customer had been feeling weak and had blurry vision. The customer's blood glucose test result when at urgent care had been 540 mg/dl. The diagnosis had been high blood glucose and customer had been treated with medication (customer was unsure what medication). Customer stated he has a follow-up appointment with his doctor tomorrow. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 08/18/2024 and open vial date is january/february 2023 (expired). The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 437 mg/dl date: 3/10/ 2024 time: 3:16 pm unknown result 2: hi date: 3/6/2024 time: 8:05pm unknown result 3: hi date: 3/6/2024 time: 8:04pm unknown result 4: 122 mg/dl date: 11/16/2024 time: 7:22am unknown result 5: 124 mg/dl date: 11/15/2024 time: 8:04 (am/pm not provided) unknown.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer going to urgent care due to symptoms related to diabetes: weak and blurry vision. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value. Note 1: manufacturer contacted customer in a follow-up call on 14-mar-2024 to ensure the customer's condition had improved - able to establish contact with customer who stated he was feeling tired. Customer stated he was currently at a follow-up appointment from last week's urgent care visit. Note 2: manufacturer contacted customer in a follow-up call on 15-mar-2024 to ensure the customer's condition had improved - able to establish contact with customer who stated he did not currently have any diabetic symptoms. No medical intervention since the last call was reported. Note 3: manufacturer contacted customer in a follow-up call on 19-mar-2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.